Event description:
Same case as MFR ID # 2134265-2013-03040. (B)(6) clinical study. It was reported that following a percutaneous coronary intervention, the patient experienced angina and in-stent restenosis. The 2.7x30mm 90% stenosed target lesion was located in the mid left anterior descending (lad) artery. The lesion was pre-dilated and a 2.5x38mm promus element stent was placed with 0% residual stenosis. A second non-target lesion in the obtuse marginal (om) artery was pre dilated and an unknown 2.5x23mm des stent was implanted. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2013, patient experienced stable angina and was hospitalized, coronary angiography revealed 80% restenosis of the 2.75x24mm taxus liberte stent implanted in the proximal lad. Restenosis was treated with placement of a 3.0x22mm non-bsc stent, resulting in 0% residual stenosis. No further patient complications were reported. The patient was discharged the next day.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).